Event description:
New information notes that the recommended programming changes were not followed, but the physician decided to make different programming changes. The patient will be seen until their next follow-up. Patient stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the review strip was showing atp and that patient rhythm was afib with rvr. The physician scores were stating vt and was believed this is just an svt. Programing changes will be made.